Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular (rv) lead was exhibiting noise over-sensing. The patient then presented in clinic with chest pain and shortness of breath. The patient was then directed to the emergency room, where device interrogation revealed the patient's rv lead failed to sense r-wave and capture. Programming changes were made. The patient was stable.

Event description:
New information received notes that the patient presented in clinic for lead revision. During the procedure, it was discovered that the patient's right ventricular lead was pulled back. The lead was capped and replaced on 27 may 2021. The patient was stable.